Event description:
The patient underwent the successful stent assisted coil embolization of a sidewall middle cerebral artery aneurysm. Two days post procedure, the patient was discharged home. At home the same day, the patient "had a mild stroke". Although the symptoms immediately resolved, the patient returned to the hospital on an outpatient basis. A CT scan revealed an expanding infarct in the left basal ganglia region with no evidence of hemorrhage and a mild compression on the left lateral ventricle, no significant midline shift. The patient was given medication (type and dose were not disclosed). The stroke was considered resolved the same day with no residual effects and the patient was discharged home. Additional information stated that an MRI scan one day post procedure, part of the standard of care, revealed a new left side basal ganglia cerebrovascular accident. The results of the MRI were confirmed the next day, after the patient had been discharged but prior to the patient¿s return.

Manufacturer narrative:
Conclusion: anticipated procedural complication.a device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The pt underwent the successful stent assisted coil embolization of a sidewall middle cerebral artery aneurysm. Two days post procedure, the pt was discharged home. At home the same day, the pt "had a mild stroke". Although the symptoms immediately resolved, the pt returned to the hosp on an outpatient basis. A CT scan revealed an expanding infarct in the left basal ganglia region with no evidence of hemorrhage and a mild compression on the left lateral ventricle, no significant midline shift. The pt was given medication (type and dose were not disclosed). The stroke was considered resolved the same day with no residual effects and the pt was discharged home. Add'l info stated that an MRI scan one day post procedure, part of the standard of care, revealed a new left side basal ganglia cerebrovascular accident. The results of the MRI were confirmed the next day, after the pt had been discharged but prior to the pt's return.